Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that a pump module infused a large volume of fluid not matching what was recorded on the pump as volume infused. There was patient involvement but no harm. Received a copy of customer¿s med watch from FDA that states " upper 60's male with history of hypertension, chronic obstructive pulmonary disease (copd), cardiac stenting and recent chest pain. Admitted for heparin bridge in preparation for surgical myocardial revascularization. Heparin drip initiated. Entire bag (250cc) infused in 1 hour. Activated partial thromboplastin time (appt's) and patient monitored closely, bedrest, echocardiogram for ejection fraction (ef). Without known complications at this time. 2 files available but not attached. Logs run to identify faulty sensor. Rate of flow was entered correctly. Alaris pump pump #8100 serial #(B)(4). Device taken out of service log audit performed and determined that there was a faulty sensor. Sensor was changed out and kept out of service. Confirmation- pump has no alarm ot notification in any way to notify user of failure. Why is there no alarm when the pump is not functioning appropriately? Please refer to previous med sun report: (B)(4). Sensor failed on this report as well. "

Event description:
It was reported that a pump module infused a large volume of fluid not matching what was recorded on the pump as volume infused. There was patient involvement but no harm. Received a copy of customer¿s med watch from FDA that states " upper 60's male with history of hypertension, chronic obstructive pulmonary disease (copd), cardiac stenting and recent chest pain. Admitted for heparin bridge in preparation for surgical myocardial revascularization. Heparin drip initiated. Entire bag (250cc) infused in 1 hour. Activated partial thromboplastin time (appt's) and patient monitored closely, bedrest, echocardiogram for ejection fraction (ef). Without known complications at this time. 2 files available but not attached. Logs run to identify faulty sensor. Rate of flow was entered correctly. Alaris pump- pump #8100 serial #(B)(6). Device taken out of service log audit performed and determined that there was a faulty sensor. Sensor was changed out and kept out of service. Confirmation- pump has no alarm ot notification in any way to notify user of failure. Why is there no alarm when the pump is not functioning appropriately? Please refer to previous med sun report: 2022-8022. Sensor failed on this report as well. "

Manufacturer narrative:
Correction: concomitant med prod data (1). Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.